Event description:
It was reported that patient having difficulty charging the ipg and ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.